Manufacturer narrative:
(B)(4). The reported complaint of blood in the helium pathway is confirmed based on visual inspection of the device. Blood was noted in the short driveline tubing of the device; however, the leak site that allowed blood to enter the iab was unable to be found. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for developing trends. No further action at this time.

Event description:
It was reported that puncture was normally per IFU, after 10 mins the catheter connected with pump, pump alarmed "helium leak". Red material occurred inside the catheter. The intra-aortic balloon (iab) catheter was removed and another catheter was inserted. Patient outcome: fine. There was no reported death or patient complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that puncture was normally per IFU, after 10 mins the catheter connected with pump, pump alarmed "helium leak". Red material occurred inside the catheter. The intra-aortic balloon (iab) catheter was removed and another catheter was inserted. Patient outcome: fine there was no reported death or patient complications.